Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was heavily calcified. After lesion preparation with a non-abbott device, the nc traveler was advanced to the lesion without issue, but ruptured during the first inflation at 16 atmospheres. The procedure was completed with a non-abbott balloon. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.